Event description:
On 10/23/97, it was reported to oec medical systems that fumes were being released from an oec medical series c-arm. During a periodic maintenance inspection an oec field service engineer indicated to the hospital staff that the system needed to have the batteries charged over night. During the charging of the batteries the hospital personnel noticed an odor coming from the system. Field service engineer was able to diagnose the malfunction to the system batteries. Fse removed and replaced batteries, tested/inspected and returned system to current specs. Hospital reported no adverse event, death, or serious injury.